Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that during the implant procedure the right ventricular (rv) lead "poked a hole through their heart." It was further reported by the patient they were transferred to the intensive care unit (ICU). The lead remains in use. No further patient complications have been reported as a result of this event.